Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. While advancing a 4.00 x 24 synergy drug-eluting stent, the device was pushed harder and the catheter kinked. The shaft broke outside of the guide and outside of the body. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 4.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 28cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the polymer extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. While advancing a 4.00 x 24 synergy drug-eluting stent, the device was pushed harder and the catheter kinked. The shaft broke outside of the guide and outside of the body. There were no patient complications reported.